Event description:
The patient reported continuing pain after a knee procedure with the tenex health tx system. Following a history of chronic and refractory pain (according to the physician), the patient had treatment with the tenex health tx system to treat scar tissue in a tendon in the knee. The patient noted some pain during the procedure. After treatment, recovery proceeded well for 3 to 4 weeks, at which point pain returned. The patient is currently consulting with the physician for possible additional treatments. It is unclear if the persisting pain is related to treatment with the tx system or the preceding history of chronic issues.